Manufacturer narrative:
Product investigation is in progress.

Event description:
Had to go to the doctor to get the stuck part removed [foreign body in reproductive tract]. Tampon broke in two [device breakage]. Tampon broke in two as I was pulling it out [complication of device removal]. Case narrative: consumer reported via email that the tampon broke in two. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to go to the doctor to get the stuck part removed [foreign body in reproductive tract]. Tampon broke in two [device breakage]. Tampon broke in two as I was pulling it out [complication of device removal]. Case narrative: consumer reported via email that the tampon broke in two. No serious injury was reported.

Event description:
Had to go to the doctor to get the stuck part removed [foreign body in reproductive tract]. Tampon broke in two [device breakage]. Tampon broke in two as I was pulling it out [complication of device removal]. Case narrative: consumer reported via email that the tampon broke in two. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.